Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The lcd glass on the insulin pump was cracked and bleeding. Displacement test was not performed due to lcd damage. The device had minor scratched display, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube lip, slanted and or loose drive support disk, and missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 12.9 mmol/l. The customer reported that the insulin pump fell to the ground a month ago. It was reported that the display was broken and was no longer functioning. The insulin pump would be returned for analysis. No additional information was provided.